Event description:
Reporter stated that the following blood glucose results were obtained when testing neonatal samples on the accu-chek performa system and on a lab instrument. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).